Manufacturer narrative:
Manufacturing investigation evaluation: the very front pivot screw was missing. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. All involved measurements are in tolerance and within specifications. No manufacturing issue was found during the investigation. Based on these results alone, the exact reason for the problem could not be determined. However, it is likely that wear and tear over the years (as the instrument is over 9 ½ years old) led to this damage. To prevent such problems, it is necessary that worn or damaged instruments be replaced. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device lot number was identified upon receipt by the manufacturer and added to this report. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The raw material which was delivered as lot #39704 is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 47 hrc and was found to be good. The screws were secured with laser welds according to the working order. The device is over 9 1/2 years old. The subject device has been received and is currently in the evaluation process. Device manufacture date: apr 13, 2006. The subject device manufacturer was identified upon receipt of the subject device and lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but is yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the implant holder was missing the screw closest to the tip, which prevented the instrument from attaching to the cage during an l4/5-s1 interbody fusion procedure on (B)(6) 2015. The scrub nurse tied five (5) ti-crons through the hole to replicate the screw's function, which allowed the jaws of the holder to close around the cage. The implant was successfully inserted and the procedure was completed without further incident. This report is 1 of 1 for (B)(4).